Manufacturer narrative:
Method: graft was not returned for evaluation, therefore, a re-review was performed of manufacturing records, sterilization run reports, quality control/assurance, and the complaint database for related complaints associated with the lot. Result: there were no departures noted from rti's processes during records re-review for donor (B)(6). Manufacturing records indicate serial ID (B)(4) with expiration date noted as 02/01/2007, met all specification requirements at the time of release. To date, (B)(4). Conclusion: the device was not returned for evaluation. Records re-review results demonstrated no deviations during the manufacturing of implants from this lot they met all specification requirements and release criteria at the time of distribution. No related complaints were noted associated with this lot. Based on our records re-review and the information provided, this event is unlikely related to the implant.

Event description:
It was reported that on (B)(6) 2002, the patient underwent fusion using rods, screws and osteofil product. Post-op, the patient complained of shooting leg pain. He also attempted for spinal injections. On (B)(6) 2014, the patient underwent revision surgery. The surgery was reported to be very difficult as there was bone growth around the screws. The original implants were embedded and difficult to remove. The surgeon felt a need to explore the instrumentation and perform a new fusion. On (B)(6) 2014, the patient underwent another revision surgery. The surgeon explanted all the original implants and replaced them with new instrumentation. The patient continues to experience leg pain and is also concerned about expiration dates of osteofil and the composition of this product. (No serial or donor ID#s reported). Possibly legal complaint awaiting additional information from patient to see if bmp (bone morphogenetic proteins) a spinal graft product was implanted. Patient records from the (B)(6) 2014 revision surgery were received from (B)(6). Patient records noted that the patient is a (B)(6) male, who underwent a previous l5-s1 fusion and did well until he sustained an injury. In (B)(6) 2014, the patient underwent a right l4-l5 laminotomy for decompression of the root. The patient felt some relief from the pain, however, the pain was persistent. The patient underwent nonsurgical treatment (spinal injections) but the pain continued. Postoperative MRI (magnetic resonance imaging) showed persistent stenosis as well as spondylosis changes at the l4-l5 level. The patient underwent revision of l4-l5 laminectomy, facetectomy, and foraminotomy for depression of the l-5 nerve roots, a bilateral posterior non-segmental instrumentation at l4-l5 using medtronic solera rod and screws, a bilateral posterolateral fusion using morselized autograft and allograft, exploration of previous l5-s1 posterolateral fusion, removal of l5-s1 posterior instrumentation, harvesting of local bone of fluoroscopic images, somatosensory evoked potential monitoring and free running electromyography. Records noted that the procedure took increased time due to patient's obesity and also a severely altered surgical field from his previous surgeries. No patient records were received from the initial surgery in 2002.